Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s buttons were stuck and she could not bolus. The customer changed the battery and received a battery out limit alarm. She had taken the reservoir out of the insulin pump and forced insulin. She did not know how much was given. The customer was advised to observe the time clock for one minute. She could not verify if time advanced because the insulin pump was asking for a time and date but she could not enter them. The customer¿s blood glucose level at the time of the stuck button was 276 mg/dl. The customer¿s current blood glucose level was 127 mg/dl. The customer was advised discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: arrow buttons did not respond due to moisture damage on keypad traces. No scrolling numbers display anomaly noted. No frozen screen noted. Pump passed idle current test. Unable to perform run current test, self test, off no power test unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify battery out limit alarm due to button keypad anomaly. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.